Manufacturer narrative:
Customer reported that their AED was flashing red and will not power on. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
Customer reported that their AED was flashing red and will not power on. The customer stated they just received this AED and it will not turn on. It keeps beeping like the battery is low, however, the battery is good until 2029. They did not report that this event occurred during patient use.